Event description:
Aggarwal et al is stent placement in pv to pa conduit stenosis; journal of the american college of cardiology; vol 49. No. 4. 2007; report a case of stent fracture of a palmaz stent that required repeat stent placement.

Manufacturer narrative:
Please note that this event was from a literature article, aggarwal et al is stent placement in pv to pa conduit stenosis; journal of the american college of cardiology; vol 49. No. 4. 2007. The report represents notification of a complaint of an unknown palmaz stent. This device is not available for testing and evaluation. The catalog and lot numbers are not available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Upon further review it was determined that the previously reported stent fracture was not indicated in the article. Therefore, there is no complaint against a cordis device and further reports will not be forthcoming.